Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced iis filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, when removing the plunger from the device, the suture ends were wound together. The suture was removed and not used. The sheath was upsized to 14f and the tavi procedure was completed. One proglide suture was deployed after the procedure with the knot tightened to the vessel wall; however, hemostasis was not achieved in this large-hole access site. Closure with proglide use was abandoned. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and a review of similar incidents for this lot could not be conducted because the part was not returned, and the lot number was not reported. Reportedly, the pre-close technique was not used when closing with a sheath size greater than 8f. It should be noted the electronic proglide instructions for use (eifu) states: for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the reported violation of the eifu likely contributed to the reported failure to achieve hemostasis. Based on the information provided, the failure to achieve hemostasis was likely due to use error. In this case, the physician choose to use no preclose and one device instead of the two indicated per the eifu for sheath size over 8f. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.